Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Territory 239 reports the head ball trial 28+3mm has scratched. No surgical delay. The device associated with this report was not returned; follow up information states the trial was discarded. A search of the complaint database found prior reports for scratches that were attributed to misuse and/or heavy usage. The lot number that determines the age of the trial was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the thread on the trial srom neck was stripped and they won't tighten to the stem trial. The head ball trial 28+3mm has scratched. No surgical delay.